Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-02697, 1627487-2014-02698, 1627487-2014-02699. The patient has a scs system and pns system (off-label). The reported issue is related to the patient's peripheral (off-label) system. It was reported the patient is experiencing a burning sensation at her scs ipg site. The patient stated the sensation is present whether the stimulation is on or off. The patient also reported she experiences a shocking/jolting sensation in the area between the ipg site and the lead(s) site. Follow-up identified fluoroscopy imaging did not show any anomalies. However, the patient's physician plans to explant and replace the patient's entire system. Surgical intervention is planned for a later date to address the issue.